Manufacturer narrative:
Additional information: section h imdrf annex codes and section d concomitant med prod data. Upon investigation of the actual device used in this incident, it was determined that the patients and orders were not crossing. A technical support specialist (tss) identified that the inbound processor service being stuck and applied the knowledge article "messages stuck - skipping dequeue - scheduled task - observer tool" to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server order was not crossed. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server order was not crossed. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.